Event description:
It was reported that the asymptomatic patient presented in clinic for a follow-up. Upon interrogation, it was noted that the device battery voltage was low but the elective replacement indicator message was not displayed. Device replacement for low battery voltage was discussed.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.

Event description:
Correction: the device exhibited premature battery depletion.

Event description:
New information available on 10/03/2017 states that, the implantable cardioverter defibrillator was explanted due to elective replacement indicator.